Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding implantable drug infusion device. The drug being delivered was not reported. It was reported that in (B)(6) 2020, the pump was turned off because of some kind of malfunction (the patient was not sure what happened). They were having a "test" done while the pump was off. When the pump was off, the patient was going through withdrawals twice and they turned the pump back on. Since having the pump off in june she does not feel like the boluses are going through. They met with the nurse today and the nurse and the patient had looked at the report which showed the patient has done two boluses. The patient states yes, that¿s what she did and did not do more because she felt like they were going through. The ptm shows a successful bolus. She does not have a ptm antenna and the nurse instructed the patient to call and order one. It was reviewed that they are able to order an antenna but it sounds like the ptm is working and boluses are going through, according to the nurse¿s report. If the problem continues, the patient can inform the doctor. An email was sent to the repair department for a replacement antenna. There were no further complications reported/anticipated.

Event description:
Additional information was received from a health care provider on 2020-jul-27. It was reported that it was unknown if there was a pump malfunction. The patient had mental status changes and she blamed the pump, but it was determined that the patient's blood glucose was ">1500." The patient's dose was reduced in response, but it was uncertain if stabilizing her glucose or decreasing the pump resolved her issue. It was noted the issue was resolved. The patient's weight was reported. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.